Event description:
It was reported that during central processing, the user facility identified the shaft of the tenaculum forceps instrument was splintering. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the main tube exhibited wearing with material removal and a rough surface finish. The epoxy coating on the tube had been removed, exposing fiberglass. The damage was spread out along the entire tube length. The chassis and roll bushing exhibited a discoloration. No other damage was found. Evidence not conclusive, but damage may be due to cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.